Manufacturer narrative:
H11: corrected data: corrected section h6 (type of investigation, investigation findings, investigation conclusions).

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as it remains implanted. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted.

Event description:
Through review of the presentation scai win symposium - cases in shd a (B)(6) year old woman with hypotension, it was reported that a patient with a 31mm edwards valve underwent a valve-in-valve procedure after an unknown implant duration due to degeneration, calcified leaflet, severe mitral stenosis, and restricted leaflet motion. The patient presented with worsening sob and hypotension. The tmvr was performed with a 29mm transcatheter valve.